Event description:
It was reported that five (5) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a small particle. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: five (5) actual samples and photographs of the samples were received for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. Fill port caps were removed of all samples and no issues were observed of the connector or cap areas. The photographs were reviewed and colorless to white polymeric appearing particles were apparent in fluid path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.